Manufacturer narrative:
It was reported to philip that the device 12-lead reading is not correct. The field service engineer (fse) evaluated the device and found no faults. The field survive engineer (fse) evaluated the device and found no faults after testing the 12 lead ECG. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philip that the device 12-lead reading is not correct. There was no patient involvement.